Event description:
Procedure type: lap sigmoid. According to the reporter: the stapler fired but staples did not form. The surgeon over sewed the staple line. This did not cause more than 500cc blood loss. The case was delayed more than 30 minutes as a result of the problem. Additional information requested via email response: sample is sequestered by the hospital corporate office. No reinforcement material; patient info unknown; no tissue loss; tissue damage: yes, it caused a leak in the staple line and surgeon had to oversew. The patient then had a post operative leak and had to be brought back to re-operate.

Manufacturer narrative:
(B)(4).